Event description:
It was reported that the home patient (hp) had air in the line of an automated peritoneal dialysis (apd) set with cassette during the initial drain. The hp was connected at the time of this event. The hp reported to the technical service representative (tsr) that they forgot to close the blue clamp on an unused supply line. The tsr advised the hp about having all of the clamps that are not in use, closed prior to priming and instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed to make sure that all clamps on unused lines are closed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.